Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The error returned and the fse went onsite to replace the usm again to once again resolve the issue. The system was tested and verified as ready for use. The usm was returned for failure analysis (fa), and the reported error 2313 was confirmed in log but not replicated during fa. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed and tested on our golden system with no issues. It was then installed and passed all tests. Logs showed multiple error 23138 events in the field, with the p1 value pointing to the usm_yaw. The yaw cva pca, disk, ffcs, and cables showed no physical damage or contamination. Based on these findings, fa identifies the yaw motor module as the potential root cause of the reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was issue with arm 2. The caller noted that the arm had recently been replaced. The technical support engineer reviewed the system event logs and confirmed multiple 23087 and 23138 errors associated with arm 2. The caller was unable to recover arm 2, so the procedure was continued using three arms, and the subsequent case was expected to be canceled because the surgeon required all four arms. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed robotically as planned. There was a delay of 5-10 minutes.

Manufacturer narrative:
Annex coding updated.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
This universal surgical manipulator (usm) unit was returned for failure analysis. The reported errors, 23087 and 23138, were confirmed in the logs but could not be replicated. These errors were found and linked to usm_d1, indicating a sensor issue within carriage dof 6, which confirms that the fault occurred in the field. Upon visual inspection, no issues related to the reported event were found. The unit was installed and passed all relevant testing within specification. It was then installed onto a golden system and functioned as expected. Upon opening the carriage, no fluid intrusion or contamination was found, and no debris was found on the rotor or isa. As a result of this investigation, failure analysis was unable to identify the root cause.